Manufacturer narrative:
Device is a combination product. (B)(4). Returned product consisted of an eluvia self-expanding stent delivery system. The outer shaft, mid-shaft, proximal liner and the remainder of the device were checked for damage. Visual examination showed that the outer sheath had a kink at the nosecone. The pull rack was loose in the handle which is an indication of internal damage. The handle was opened for investigation. The mid-shaft showed it had come loose from the retainer clip. The proximal inner and inner liner showed no damage. The pull rack showed no damage. The thumbwheel showed no damage. The tip showed some minor markings from the attempted stent deployment. The stent was returned in the device and partially deployed and damaged. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported the stent partially deployed. A crossover approach was used to access the target lesion for a long recanalization procedure. The target lesion was located in the very tight stenosed superficial femoral artery (sfa). Pre-dilation was not performed. A 6x150 130 cm eluvia¿ drug-eluting vascular stent system was selected for use. The stent partially deployed. The stent did not complete deployment despite being deployed normally. The stent did not fracture and was completely removed from the patient. The procedure was completed with pre-dilation of the lesion followed by implantation of a new eluvia stent. There were no patient complications and the patient was fine post-procedure.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that there were no issues with the thumbwheel and pull grip during deployment. After the stent would not deploy any further, the device was removed normally from the surgeon¿s point of view.